Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's level at the time of incident was 34mg/dl. The customer's most current level was 74mg/dl. The customer treated with food. The customer states the sensor did not alarm for lows. The customer was advised to monitor the device and call back if issues persist.